Event description:
Don't have the yellow stop gap piece on the device/no yellow stop collar on both epipens [device issue], no adverse event [no adverse event] . Case narrative: this initial spontaneous report concerns of device issue and no adverse event in a female patient (age and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 06-jan-2025, amneal pharmaceuticals received information from the patient via voice mail concerning above-mentioned event experienced by the patient while on amneal's twinject (epinephrine auto-injector). Significant follow up (#1) and (#2) information received on 07-jan-2025 and 09-jan-2025 from the patient via a telephone call and from patient's husband. New information include: patient detail (gender) and suspect drug details (ndc, lot number and expiry date) and narrative was updated. The patient was being treated with epinephrine auto-injector 0.3 mg (ndc: 0115-1694-30, lot no: g240301x, and expiry date: 31-aug-2025) (serial number, dose, route, frequency, and therapy dates were not reported) for an unknown indication. Co-suspect medication, concurrent conditions, concomitant medications, medical history, allergy, history of procedures, smoking, alcohol consumption, recreational drug use, and laboratory tests were not reported. On an unknown date of (B)(6) 2024, patient received a sealed medication box from pharmacy and on an unknown date while reading safety information patient observed that there was no yellow stop collar on both epipens. The reporter confirmed that, it was kept in its carrying case. Last action taken with epinephrine in relation to device issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device issue and no adverse event was unknown. The reporter assessed the causality of device issue and no adverse event as not reported. This case was considered as serious. The reportability of this case was expedited. This significant follow up (#3) information received on 21-jan-2025. New information received includes qa investigation report, attached with this case. On 06 jan 2025, amneal product complaints received a product complaint for epinephrine auto-injector 0.3 mg lot g240301x exp aug 2025, don't have the yellow stop collar on 2 auto-injectors. The investigation complaint sub-type based on the complaint information was determined to be for other¿ missing component. A cmo pfizer investigation was not warranted as the reported complaint was related to the assembly of the epinephrine auto-injector at the cpo phillips. The cpo phillips performed an investigation. Phillips performed an investigation on the epinephrine auto-injector 0.3 mg lot g240301x. After review of the manufacturing controls in place, pmm does not see a correlation between technical complaint (B)(4) and the manufacturing process at pmm. The complaint sample was reviewed and confirmed by the complainant¿s husband that the stop collar is present. The reported complaint of don't have the yellow stop collar on 2 auto-injectors was not confirmed in the retained review. A review of the pfmea was completed to confirm if the failure mode is captured within the current assembly process. There have been 8 other, similar complaints reported in the complaint category missing component in the past 24 months. The 8 similar complaints were determined not to be manufacturing related. The complaint sample was not returned for evaluation. A photo was provided by the reporter, however the wrap label was not peeled back, so the stop collar could not be verified. The reporters¿ husband confirmed the stop collar was present in one device he inspected. There have been no reported concerns with the second device. To note on june 01, 2020, amneal issued a product safety advisory (psa) whereas certain lots of epinephrine injection, usp auto-injector 0.3 mg may be missing its yellow stop collar potentially causing medication overdose. All affected lots which were identified under the psa were manufactured in 2019 and 2020 and have since expired. The safety alert with detailed instructions is available online. It is unknown why the user was inspecting the epinephrine auto-injectors lot g240301x exp aug 2025, for the stop collar component or which instructions they were following. The users¿ husband was able to confirm one of the devices had the stop collar present, after they were walked through the inspection by the amneal drug safety representative, and did not indicate any further issues with the second auto-injector. As such the reported complaint for missing stop collar, was not confirmed. The root cause of the reported complaint is potential user error, as the stop collar was confirmed to be present in the auto-injector. The investigation associated with epinephrine injection usp auto-injector 0.3 mg lot g240301x for the complaint category other missing component, for the reported complaint don't have the yellow stop collar on 2 auto-injectors confirmed that all auto-injectors released to market were manufactured in accordance with approved batch records. A retain review confirmed that the yellow stop collar was present in (B)(4) devices inspected. The complaint sample was not returned for evaluation. A complaint sample photo was provided however the wrap label was not peeled back, so the presence of the stop collar could not be determined. The users¿ husband was able to confirm one of the devices had the stop collar present, after they were walked through the inspection by the amneal drug safety representative, and did not indicate any further issues with the second auto-injector. As such the reported complaint for missing stop collar, was not confirmed. The root cause of the reported complaint is potential user error, as the stop collar was confirmed to be present in the auto-injector. There were no issues related to the manufacturing process that were determined to be attributed to the reported complaint. The investigation concluded that all lots released to market were manufactured in accordance with approved batch records and specifications. Last action taken with epinephrine in relation to device issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device issue and no adverse event was unknown. The reporter assessed the causality of device issue and no adverse event as not reported. This case was considered as serious. The reportability of this case was expedited.

Event description:
Don't have the yellow stop gap piece on the device/no yellow stop collar on both epipens [device issue], no adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of device issue and no adverse event in a female patient (age and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 06-jan-2025, amneal pharmaceuticals received information from the patient via voice mail concerning above-mentioned event experienced by the patient while on amneal's twinject (epinephrine auto-injector). Significant follow up (#1) and (#2) information received on 07-jan-2025 and 09-jan-2025 from the patient via a telephone call and from patient's husband. New information include: patient detail (gender) and suspect drug details (ndc, lot number and expiry date) and narrative was updated. The patient was being treated with epinephrine auto-injector 0.3 mg (ndc: 0115-1694-30, lot no: g240301x, and expiry date: 31-aug-2025) (serial number, dose, route, frequency, and therapy dates were not reported) for an unknown indication. Co-suspect medication, concurrent conditions, concomitant medications, medical history, allergy, history of procedures, smoking, alcohol consumption, recreational drug use, and laboratory tests were not reported. On an unknown date of (B)(6) 2024, patient received a sealed medication box from pharmacy and on an unknown date while reading safety information patient observed that there was no yellow stop collar on both epipens. The reporter confirmed that, it was kept in its carrying case. Last action taken with epinephrine in relation to device issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device issue and no adverse event was unknown. The reporter assessed the causality of device issue and no adverse event as not reported. This case was considered as serious. The reportability of this case was expedited.